Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise signals and pacing inhibition. The patient experienced an asystole. The lead will be revised in the future. No additional adverse patient effects were reported. Additional information was obtained, the lead was surgically abandoned and a new lead was implanted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise signals and pacing inhibition. The patient experienced an asystole. The lead will be revised in the future. No additional adverse patient effects were reported.